Event description:
A discordant advia centaur xp hbsag result was obtained on a pt sample. The result was released to the doctor. Due to the pt's history, the doctor questioned the result. Upon repeat, the corrected result was reported out. There was no report of pt intervention or adverse health consequences due to the discordant hbsag result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, the fse ran controls and the system is operational. Based on the info provided, no conclusion can be drawn as to what may have caused the problem. The instrument is performing within specifications. No further eval of the device was required.